Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited high thresholds which lead to the patient experiencing phrenic nerve stimulation but it was unclear when the behavior started. On (B)(6) 2018 the led was successfully capped and replaced. The patient was in stable condition before, during and post surgery.

Event description:
New information received notes that the right atrial (ra) lead was also dislodged previously. The previously capped ra lead was explanted during an unrelated procedure on (B)(6) 2023.

Manufacturer narrative:
The reported events of lead dislodgement, capture anomaly, and extra cardiac stimulation were not confirmed. As received, a partial lead was returned in two pieces with the helix found retracted and clogged with blood/ tissue. X-ray examination found the inner coil was over torqued inside the connector region which is consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage. The full helix extension length was measured within specification. No anomalies were found.